Manufacturer narrative:
(B)(4). Operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have a hole on the left side seam near the top corner. The hole was discovered after the compounding process. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a leak steadily forming droplets due to an edge cut caused by dragging. Significant frayed eva was noted on either side of the cut. The size and magnitude of the leak would have been obvious if present at the time of filling. The manual add port cap had been removed, and the manual add port septum had been spiked. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.